Event description:
(B)(6) 2017, procedure performed was cystourethroscopy with urethral calibration/dilation, turp, and urethral catheterization. (B)(6) 2017, pt called to report he had passed an object he described as a piece of plastic, almost like glass. Suspect tip of innersheath broke during procedure.